Event description:
The customer reported to philips healthcare that the heartstart mrx had a test failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow report will be submitted upon completion of the investigation.